Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro continued to heat up and glow red without initiating the trigger. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood was observed. Small amounts of tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicon insulation was observed to have cracks and appeared to be charred from the proximal end to the distal end to indicate the device remained activated. The heater wire was slightly flexed away at the center of the hot jaw and remained attached to the base and tip of the jaw. An electrical evaluation was conducted. A pre-cautery test was performed with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; the device immediately activated when plugged in, and didn't turn off, without manipulation of the toggle switch. It produced visible steam and the jaws became bright red until the product was unplugged from the power source. Based on the results of the evaluation, the reported complaint for ¿device remains activated¿ confirmed, and was confirmed for analyzed failure "bent-wire" and "burn of device; component". Certificate of conformance (c of c) was reviewed and the vendor certifies that this device lot conforms to all applicable product specifications. Specific actions for the reported failure mode are being maintained and documented under maquet¿s corrective and preventive (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro continued to heat up and glow red without initiating the trigger. A replacement device was used to complete the procedure. The hospital did not report any patient effects.